Event description:
Perforation of the sternum by a 25mm ez-io needle set contrary to indications for use.

Manufacturer narrative:
Vidacare became aware of a report of a perforation of a pt's sternum by a vidacare 25mm io needle set from a report titled "feedback to the field" created by individuals from the (B)(6) medical examiner system who are listed above as initial reporters for this submission. The report indicated that during the emergency treatment of a (B)(6) a manual or possibly a powered adult 25mm length io needle set was placed in and through the sternum. Placement of a manual 25mm length needle set was off label and contraindicated by explicit labeling supplied with the manual device in three separate package locations: outside package label, instructions for use and a warning label which is wrapped around the manual needle set. In addition, the two devices are color coded and have very different ergonomic design to further differentiate the manual from the sternal product. The powered 25mm needle set is labeled to indicate use in 6 locations (humerus, and both distal and proximal ends of the tibia).